Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6fr device. The posterior needle missed the barrel. Needle back down was unsuccessful. The pt was taken to surgery for device removal. The device was removed and the arteriotomy was closed using the suture from the device. The pt recovered without further incident.